Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported that "the drill bit broke during the surgery by its use." No adverse events have been reported as a result of the malfunction.